Event description:
Procedure: tep totally extraperitoneal. According to the reporter: the transparent inner membrane became loose from the access port after removing dissector balloon.

Manufacturer narrative:
(B)(4).